Event description:
It was reported that, during an unknown respiratory surgery, an error message was displayed and it was found that the blade was broken when the tip was checked. The broken pieces have been retrieved. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: it was mentioned that the "blade was broken and retrieved." But is it correct in understanding that the broken pieces of the blade fell off inside the patient's body and were all removed? Yes, the broken pieces of the blade were all removed. Please tell us how the broken pieces of the blade were removed from the patient's body. (For example, the broken pieces of the blade were retrieved with forceps under laparoscopy.) As part of the procedure, the broken pieces of the blade were retrieved using forceps and cleaned. Will the broken pieces be sent along with the returned device? The broken pieces will not be retrieved, only the device will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.